Manufacturer narrative:
Patient identifier= sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on architect c8000 processing module for multiple patients. The results provided were: on (B)(6) 2022 sid (B)(6): initial=3.44 mg/dl, repeated=1.14 mg/dl and 1.1 mg/dl. On (B)(6) 2022 sid (B)(6): initial=6.11 mg/dl, repeated=0.85 mg/dl, and 0.89 mg/dl. Laboratory reference range for creatinine=0.5 to 1.4 mg/dl; critical= > 5.0 mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During site visit by abbott field service (fsr), the architect c804349 analyzer was inspected, and performed troubleshooting procedures, including replacement of the ict probe. However, a definitive part was not identified as the likely cause of the issue; therefore, the architect (B)(6)was considered the likely cause of the discrepant result. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(6)service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for architect c8000 processing module serial number (B)(6).